Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both right ventricular (rv) and right atrial (ra) leads had dislodged one day post-implant. Upon physical inspection and a fluoroscopy, the physician determined that the lead lengths did not provide adequate slack. The physician elected to use new longer length leads. The leads were removed and replaced. No patient complications have been reported as a result of this event.